Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they had to hit a button nine times for it to respond. The customer¿s blood glucose was 125 mg/dl at the time of incident. The customer also stated that there was crack at battery compartment. The customer was advice revert to backup plan per health care professional instructions. The customer declined to do any troubleshooting. The insulin pump will not be returned for analysis.